Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that for about the past week their implant battery has been depleting at a much faster rate. Pt explained that when they go to sleep their implant will be charged to 100% and when they wake up it's at 50%. Pt stated prior to this, they had to charge about once every 3 days. Pt confirmed they haven't recently been reprogrammed and hasn't increased stimulation settings. Pt stated they're set at 5.0. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt also mentioned for about the past week they've been experiencing more pain than normal specifically when they walk. Pt said this is because their implant battery is depleting at a fast rate and they aren't able to use their therapy the same. Redirected caller: patient's hcp.